Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Plaintiff alleges that he underwent a left total knee replacement on (B)(6) 2016 where he was implanted with unknown stryker knee devices. It is further alleged that after implantation, plaintiff began to experience "progressive pain and loss of mobility, inflammation and soreness around the implant and severe discomfort. Diagnostic studies in (B)(6) and (B)(6) of 2018 revealed that a component part had broken." Plaintiff underwent revision of his left knee on (B)(6) 2018.